Event description:
Note: this report pertains to the second of three devices used during the same procedure. Manufacturer reports numbers 3005099803-2008-01993 and 3005099803-2008-06523 pertain to the first and third devices. It was reported to boston scientific corporation in 2008, that an ultratome xl sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on the same day, (patient age, gender and weight are unknown). According to the complainant, "during the procedure the cut wire would not flex or bow." There were no patient complications reported as a result of this event. The patient's condition was reported as "fine." The procedure was completed with "a competitive product."

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the report event is undertermined.